Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During an atherectomy procedure using a csi orbital atherectomy device (oad), the oad became stuck in the lesion. The target lesion was located in the distal anterior tibial (at) artery. The lesion was treated using one pass with the oad on low speed. Following the first pass, the device became stuck in the lesion and the device an wire were removed together. The lesion was unable to be rewired and the procedure was aborted. No patient consequences were reported and the patient will continue to be monitored.